Event description:
A broken/leaking audiolink battery has been received at service and repair. There was no leakage while in the user's possession and no leakage ever discovered on the charging base. No injuries were reported.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival, and an unknown substance was observed on some elements of the battery compartment. Also, the investigation revealed a damaged protective circuit. It is not known whether the observed substance originates from the outside or the inside of the battery. However, the protective circuit was able to prevent a bigger defect, as no injury has been reported. This is a final report.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Broken/leaking audiolink battery has been received at service and repair. There was no leakage while in user's possession and no leakage ever discovered on charging base.